Event description:
Cannulated drill broke during use. Retained portion remained within patient and located with x-ray. Unable to retrieve from patient.====================== health professional's impression======================surgeon may have put too much pressure on the drill.